Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she had multiple issues with the insulin pump. Customer stated the insulin pump didn't function how its intended. One minute the device delivers to much insulin and during the night she had to remove the device since it was causing her to many low blood glucose episodes. Customer stated the device was exposed to water at work and that is probably why the device was working properly. Customer has reverted to back up plan. Customer declined troubleshooting. She is not returning the device for further analysis.